Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iui. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/01/2013 to the present date 10/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported a failed preventive maintenance. There was no patient involvement.